Manufacturer narrative:
Information regarding suspect medical device: common device name: not available, regulation name: hemostatic device for intraluminal gastrointestinal use. Information regarding initial reporter occupation: non-healthcare professional. Information regarding PMA # den170015. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. No catheters were returned with the device. Because all the components were not included in the return (no catheters), a complete evaluation was not possible. The device was returned with the on/off switch in the "off" position and the red activation knob was engaged in the handle for activation of the carbon dioxide cartridge. When tested as returned, the device did not spray. The red activation handle was removed and the carbon dioxide cartridge discharged, indicating that there was still carbon dioxide remaining from the occurrence. The lance position was measured using a specified tool and found to be positioned correctly. A visual examination of the o ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. When retested with a new carbon dioxide cartridge, the device would not spray. The device was disassembled and the tubes were disconnected for removal of the powder. No clumps or discolored chunks of powder were observed in the tubes between the low pressure valve, powder chamber, and on/off valve. The nozzle of the device was found to have small clumps of powder in it. A visual of the cannula and hole in the bottom of the powder chamber showed it to be clear. The low pressure valve was disassembled and powder was observed on the internal o-rings and spring. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the root cause for report of unable to spray was an internal clog within the device. The cause of the internal clog is unknown. A definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete evaluation (catheters were not returned with device). A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Catheter occlusion can be a cause of this device not being able to spray powder. Catheter occlusion can be related to the handling of the device during the procedure. To assist the user, the instructions for use state the following, "note: do not test device prior to insertion into endoscope accessory channel as this may increase risk of catheter occlusion... Precaution: to avoid catheter occlusion, do not place catheter directly in contact with blood and/or mucosa, including any pooled blood and do not aspirate blood while catheter is in accessory channel... Note: if catheter becomes occluded, turn red valve to closed position, remove catheter from endoscope and replace with extra catheter provided in package." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. The device would not spray. The customer put the device down the endoscope, connected it [to the handle] and when they tried to activate it, nothing came out. They removed it from the patient and it still would not spray. They disconnected the catheter and the device still would not work. They used another device successfully to complete procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.